Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered 54 inappropriate shocks and 22 bursts of anti-tachycardia pacing (atp) across 7 episodes on the same day. Technical services (ts) stated that this was caused by false detection of supraventricular tachycardia (svt) where the rate went into the programmed therapy zone. During each episode, after shock delivery, the rhythm would slow down below the programmed therapy one then accelerates on its own where the rate would be above the zone. During the final episode, the rhythm was not converted, and all therapy was exhausted. The patient went to the emergency room (ER). No additional adverse patient effects were reported. Currently, this crt-d system remains in service.